Event description:
Breast implant deflation total 18 pts operated for breast augmentation from 1998 to 1999. Twelve known deflations (67%), four pts with intraoperational implant rupture during insertion.